Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the placement procedure the patient was uncomfortable and moved away from the probe causing the needle tip to potentially move. The event caused some of the hydrogel to enter into the rectal wall, almost all of the hydrogel was place in the right location. The patient was reported asymptomatic.